Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir compartment was cracked. The customer stated that the reservoir did not lock in place. Customer reported that the reservoir was leak. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case. Device p-cap or test reservoir locked properly in place. Device passed the displacement test. (B)(4).